Manufacturer narrative:
Concomitant medical products: product ID: neu_ins_stimulator, serial#: unknown, product type: implantable neurostimulator. Product ID: neu_ins_stimulator, serial/lot #: unknown. Helmers ak, kubelt c, birkenfeld f, et al. Screening for platelet dysfunction and use of prophylactic tranexamic acid in patients undergoing deep brain stimulation: a retrospective analysis of incidence and outcome of intracranial hemorrhage. Stereotact funct neurosurg. 2020:1-6. 10.1159/000505714. This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Helmers ak, kubelt c, birkenfeld f, et al. Screening for platelet dysfunction and use of prophylactic tranexamic acid in patients undergoing deep brain stimulation: a retrospective analysis of incidence and outcome of intracranial hemorrhage. Stereotact funct neurosurg. 2020:1-6. 10.1159/000505714. Summary: the rate of intracranial hemorrhage (ich) after deep brain stimulation (dbs) is between 1.5 and 6.1%, with prolonged deficits occurring in 0.4¿2.5% of the patients. This retrospective study investigates whether the prophylactic administration of tranexamic acid (ta) to patients with abnormal platelet function detected preoperatively by platelet function analyzer (pfa) lowered the risk for an ich event. Identified events: 11 patients experienced intracranial hemorrhage without prolonged deficits. 5 patients experienced intracranial hemorrhage with prolonged deficits.